Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the endoleak subtype and cause of the event could not be determined from the limited images provided. Endoleak interrogation by selective angiography was only partially shown, and only a single imaging viewpoint, anteroposterior, was available for review; thereby, making determination of the endoleak difficult. In addition, pre-implant cta which could have allowed for assessment of the pre-implant anatomy was not available. Based on the location of the contrast leakage in the provided videos, a type ia or type ib endoleak is less likely. A type iiia endoleak ( cue to component separation) is also less likely, given the apparent adequate overlap between the stent graft components. A type iiib or a type IV endoleak cannot be excluded; however, neither can be confirmed from the images provided. Relining of the stent graft would be expected to resolve either endoleak subtype. Other factors, such as heparin dose, outflow resistance and the reported unsuccessful ballooning, may also have contributed; however, this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft etlw1616c156ee was implanted during the endovascular treatment of a 68mm abdominal aortic aneurysm. The p rocedure was reported as being carried out for a short neck indication (4¿<(><<)>10 mm). It was reported during the index procedure, after implant of the contralateral limb, a suspicious image suggestive of a type iii endoleak was observed. The endoleak was resolved by implanting an additional limb into the first component. It was reported that the cause of the endoleak could not be determined; however, it is believed to have been related to unsuccessful ballooning. No fabric hole or tear was identified. No additional clinical sequelae were reported and the patient is fine.